Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding an unknown alarm that appeared on the home choice (hc) during a previous therapy. Gts reviewed the alarm log. Gts explained the alarm. The hp said that she disconnected during dwell and did not press stop. The hp said that she reconnected and got the alarm. Gts reviewed proper disconnect procedure. Then the hp said that she disconnected because of the alarm and did not reconnect. Gts explained to let the registered nurse (rn) know about the alarm. There was no serious injury or medical intervention indicated at the time of the initial report. During follow up, the hp stated that she disconnected and pressed stop after she got the alarm. The hp said that she thought the problem might have been caused by a problem with the cassette. The hp said, the cassette looked like it was too big and would not fit right in the hc. The hp said that therapy had continued using a new box of cassettes without complications. No patient injury or medical intervention was reported.